Event description:
I am writing in regard to the ongoing health struggles I've dealt with for almost 10 yrs after receiving breast implants. I've had my natrelle / allergan 400cc silicone filled breast implants placed under the muscle since (B)(6) 2009. Since then I've had to have my gallbladder removed (months after getting the implants) - sudden food intolerances, weight problems, numbness and burning in hands and feet (this is constant now). Extreme hair loss, inflammation is so bad, thyroid symptoms, poor sleep; muscle and joint pain. Hormone imbalances, vertigo, reoccurring sinus infections, heart palpitations; anxiety and depression, premature aging, chest pain, night sweats, irritable bladder; migraines, dark eye circles, fibromyalgia diagnoses; slow healing / easy bruising, recent hysterectomy that's taking forever to recover from. I've been from one specialist to another without any answers. Finally my hair dresser and good friend told me about breast implant illness. She was so concerned about the amount of hair I was losing that she started to do research. I cannot stress enough about how bad it's affected daily everyday life. These devices need to be banned. Women need to be made aware of the risks. I was never told any of this. I go for explant to have them removed on (B)(6), and (B)(6) will not cover the cost. I cannot wait to get these ticking time bombs out of me, so I can live my life again for me, my husband, and my children.